Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. PMA 510(k): this device is not cleared for distribution or marketed in the us, but is similar to taperloc hip system (k050441, jdi). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study 490 reported the patient experienced pain postoperatively. Attempts have been made and no further information has been made available.